Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system and motor error alarm. Customers blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.